Event description:
On (B)(6) 2012, the patient contacted animas alleging that the down arrow keypad button is intermittently unresponsive and the up arrow keypad button is hyper-responsive. The patient reportedly wears the pump on a belt and cleans the pump with a cloth. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. There were no hyper-responsive keypad buttons on testing. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.